Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier was not moving appropriately. When the jaws of the instrument were closed, the instrument would flex unexpectedly. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical inc.(isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument did not move in opposite or reverse direction than commanded by surgeon, but showed signs of unnatural motion. When the surgeon tried to close the jaws and when applying the clips, the wrist would flex approximately 45-60 degrees. The movements of the surgeon did not scale appropriately to the instrument. The unexpected motion occurred when attempting to place a clip around a vessel/tissue, during clip closure. The issue was persistent. Once observed the surgeon moved the clip applier away from the vessel and tried closing the clip in a safe space. The unexpected motion was observed 3 times in a row, so the decision was made to get a new instrument.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and no issues were found. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.